Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of spectrum pumps did not deliver at the rate programmed during an unknown number of infusions. The customer identified the flow rate inaccuracies during testing and found the device to deliver at an inaccurate flow rate when using dehp-free tubing infusing at rates 200 ml/hr or greater. There was no known patient injury or medical intervention associated with this event. No additional information is available.